Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  Detailed complaint and failure description: "during ventilation, there is a loud humming sound came from the blower, then suddenly tf 431002 & tf 231009 appeared on the the screen. Performed tsw and checked blower pressure and flow. Result test failed. The blower was newly replaced last february 2020, right now the blower % usage is only 45%." 231009 (alarm blower speed low). Defective blower. During ventilation. No harm to patient or user. The issue may lead to insufficient ventilation or a delay of the procedure as the procedure must be re-planned or completed using an alternative means of ventilation. The issue is not likely to be serious to public health but is likely to cause serious injury or death if it were to recur.

Event description:
Technical event: 231009 due to defective blower.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  A detailed investigation was performed by an expert from the technical service: this issue is deemed a reportable event since the technical event could lead to a delay in the therapy, since the ventilator cannot be used. A functional ventilator needs to be prepared. The root cause of the ventilator to alarm with te 231009 alarm was a malfunction of the blower. The correction in this case and the similar cases would have been the replacement of the defective component (blower module). Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared to be used for treatment or diagnosis. There was no patient, user or third-party harm. The allegation in this complaint is assumed to be a complaint, based on the experience hm has gathered by investigating other complaints with the same failure mode and failure effect. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
Technical event: 231009 due to defective blower.